Event description:
Date of implant: 2007, it was reported that a patient underwent a surgical procedure with instrumentation at the t5-s1 levels. Approx 1 month post-op, xrays revealed the failure of two bilateral connections between the rods and the ilio-sacral plates. Approx 3 months post-op, patient underwent a revision surgery to remove and replace the hardware. No other patient complications were reported.

Manufacturer narrative:
Device has been returned to medtronic; therefore, product evaluation is possible. A visual macroscopic examination was performed by a project engineer revealed that the failure could be attributed to a poor contouring of the rod resulting in a bad seating of the connector on the plate. This kind of assembly can result in a loosening of the connection.